Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Devices not returned to manufacturer.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. Reportedly, the patient had an unrelated aortic rupture which physician attempted to repair open, but was ultimately was deceased on (B)(6) 2014 due to organ failure. This is a non device related issue.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. The devices were not available for evaluation. No medical records or images were available for review. The reported, substantiated death was confirmed. The reported non-device related aortic rupture, open repair, it's technical success, and the subsequent multiple organ system failure could not be established. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not conclusively be determined.